Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Upon inspection of the device, both seals were intact. The device was in excellent condition. The technician performed a motor drive and occlusion test. The technician was unable to duplicate reported problem. The reported issue could not be determined. The technician replaced speaker for preventive measures. The technician performed occlusion test and all functional tests, which the device passed. There's a corrective and preventive actions (CAPA) for primary audible background (bkgd) test issue.

Event description:
It was reported that the device had a primary audible alarm. No patient injury was reported.